Event description:
The customer called to report that she was hospitalized twice because of low blood glucose levels, caused by changes made to her medication. The customer stated that adjustments have been made to her insulin pump settings, and her blood glucose levels have been normal since. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.